Event description:
Pt called lfs in 2004 alleging the meter would only prompt an error 1 message while attempting to test. The pt reported low blood glucose symptom of a headache while attempting to test. The pt visited their physician and a blood sugar test was performed on the doctor's meter. The result is unknown. The pt stated the doctor's meter read lower than the pt's meter. The pt reported receiving insulin as treatment. During troubleshooting the meter would only prompt an error 1. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.